Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances on one lead. Device malfunction was not suspected.

Event description:
A report was received that the patient would undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Device evaluation of sc-2136-50 s/n (B)(4) indicated that the lead passed mechanical tests performed. The complaint was confirmed. Visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. This location appeared to be the site where the suture was positioned. Additional visual inspection found that the lead body was kinked at the proximal end of the retention sleeve. The broken cables resulted in the reported complaint of high impedance.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #:(B)(4), description: infinion 1x16 perc lead kit 50cm.

Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances on one lead. Device malfunction was not suspected.